Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported the 79-year-old male patient had an attempted impella 5.5 implant and the pump would not pass through the patient's anatomy. The pump was removed and debris was noted on the pump after removal. The pump was flushed and became contaminated. The implant was aborted a new pump was used. The patient's outcome was unknown.